Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Select patient information: cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve into a non-medtronic surgical aortic valve, the "vtc" was 1.43 millimeters (mm) on the left and 3.43 on the right, indicating a high risk of coronary artery occlusion. Due to the high risk on the right side, protection was performed and a stent was kept on standby. Following insertion into the patient at the point of no recapture, mitral valve commissural failure was observed, resulting in severe mitral regurgitation and hypotension. The tension on the left ventricular guidewire was slightly released, resolving the mitral regurgitation, however the patient's blood pressure remained low. An attempt was made to release the valve to remove the guidewire from the left ventricle. Prior to release, a coronary angiography was performed, and there was no visibility of the right coronary artery raising suspicion of an occlusion. The patient's blood pressure dropped further, and extracorporeal membrane oxygenation (ECMO) was subsequently initiated during cardiac massage. The patient's blood pressure was subsequently stabilized. A new valve and delivery catheter system (dcs) were opened and assembled and a stent was placed. Following the successful implant of the second valve, two standby stents were placed on the left and right sides.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that "vtc" is the distance from the previously implanted surgical aortic valve to the coronary arteries on computed tomography (CT) short-axis scan. Additionally, it was reported that stents were implanted following the implant of the second valve due to a coronary artery occlusion. A non-medtronic guidewire was used during the procedure.